Event description:
The device was used during a gastric plastic adipostal procedure. Reportedly, the anvil did not tilt. The surgeon corrected the resection line and there was tissue loss. The hosp has reported no pt injury occurred.